Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
(B) (4). The ge service rep contacted the customer to discuss the problem. He informed the customer to contact him if the problem recurred.